Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter (pm) was observed within two (2) 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags. The pm was further described as, ¿a small plastic-like particle¿. The pm was discovered during the visual inspection of the finished product prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: two devices and photographs of the sample were provided for evaluation. Visual inspection of the actual samples did not identify any particulate matter inside the fluid pathway of both containers. However, the returned photographs were reviewed, and it was noted that colorless to white polymeric appearing particles were apparent in fluid path. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.